Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the operating room (or) staff informed the technical support engineer (tse) that the force bipolar (fb) instrument fell apart inside the patient. The surgeon used another instrument to remove the fragments. The or staff performed x-ray at the end of the procedure to check for the remaining fragments, and the surgeon confirmed that all fragments were removed. The procedure was completed.